Event description:
The facility reported a pump in which the open key is inoperative and therefore, will not accept tubing. This problem was identified prior to use. There was no pt injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump in which the open key is inoperative and therefore will not accept tubing was confirmed during product evaluation. Inspection of the pump found that the pump head module keypad was faulty. The pump head module keypad was replaced to address the reported condition. The pump was tested and returned within specification. This issue is currently being investigated.